Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that bd alaris pump module smartsite infusion set spike broke. The following information was provided by the initial reporter with the verbatim: the nursery at xxx had the tip of a spike snap off inside a bag of fluid yesterday when inserting from a bd alaris pump infusion set 2426-0007. The lot number the tubing set was from is (10) 23059212. The tubing set wasn¿t saved or the bag of fluid. I¿ve copied the director and manager in case you have any questions regarding the event.

Manufacturer narrative:
H.6. Investigation summary: no product or photo was returned by the customer. The customer complaint of component damage - no leak, spike broken could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0007 lot number 23059212 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 15may2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported by the customer that bd alaris pump module smartsite infusion set spike broke. The following information was provided by the initial reporter with the verbatim: the nursery at xxx had the tip of a spike snap off inside a bag of fluid yesterday when inserting from a bd alaris pump infusion set 2426-0007. The lot number the tubing set was from is (10) 23059212. The tubing set wasn¿t saved or the bag of fluid. I¿ve copied the director and manager in case you have any questions regarding the event.